Event description:
It was reported that the bd ultra-fine¿ pro pen needle was not functioning. The following information was provided by the initial reporter: no liquid (insulin) comes through the needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2022. Investigation summary: seventy four sealed 32g x 4mm pen needle samples were returned from lot. No. 1223683, cat. No. 320561. A clog testing was carried out thirty samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was not functioning. The following information was provided by the initial reporter: no liquid (insulin) comes through the needles.